Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires, adjust belt alarms) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and causing the reported alarms. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that wires were exposed and the monitor was frequent alarming for adjust belt messages.